Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (sn (B)(4), lot 23077k, reader sn (B)(4)). Three repeat cue tests performed on the same day provided negative results. On (B)(6) 2022, an hour after receiving the false positive result, customer had a nasal pcr test performed which provided a negative result. Customer also reported that they received multiple negative rapid antigen test results between (B)(6) 2022 and (B)(6) 2022 (brand and frequency unspecified). The customer is vaccinated with a booster, has no symptoms or known exposures.